Event description:
Upon inspection and testing of a loaner device, returned to olympus for processing, it was determined that the connection was loose and the image flickered. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the problem of flickering image found on an initial inspection. However, the evaluation found a loose connector socket due to wear and a b40 error occurred at startup of the device due to printed circuit board failure. The investigation is ongoing and the root cause of the flickering image cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿the image flickering¿ was attributed to loose scope socket. The phenomenon of ¿error code b40¿ was attributed to bad connection of the patient circuit (cp) board and other boards. The cause of the faults could not be identified since further information was not available. Olympus will continue to monitor field performance for this device.